Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A customer reported that the cell-dyn sapphire analyzer , s/n (B)(4), generated a result for patient b, with the name and birthday which belong to patient a. During the investigation, a review of the customer's concern found that the samples for patient a (ID# (B)(6)) and patient b (ID# (B)(6)) were processed in the customer's second cell-dyn sapphire instrument, s/n (B)(4), without an issue. Patients a and b have completely different names and birthdays. The information documented states that patient b was run twice on s/n (B)(4), but patient a had never been processed on the cell-dyn sapphire, s/n (B)(4). The customer states that the name and birthday of patient a was communicated with the instrument s/n (B)(4) and was connected to patient b results. Data returned from the customer site showed that the result transmitted back to the laboratory interface system (lis) was on the cell-dyn sapphire, s/n (B)(4) (sid (B)(6)), with patient ((B)(6)) and doctor ((B)(6)) from the result record(B)(4). The data also showed that the sid (B)(6) for the same patient ((B)(6)) was downloaded to the cell-dyn sapphire, s/n (B)(4), at 15:25; however, the complaint stated that patient ((B)(6)) had never been run on this instrument. The autoloader mode workflow for the cell-dyn sapphire is that the system reads a barcode from a sample tube, checks the current worklist for any matching order. If no order is found, the system does a host query, if host query by specimen ID is enabled. After host query is done, the system checks for a match again. If no match is found, the system will run the default test selection and there is no demographic information from a default test. If the system finds a match for the bar-coded sample, the system uses the matched order demographics for the specimen and deletes the matched order from the worklist. For sequence number (B)(6), spec ID (B)(6), run time 18:28, the sample was run with the cbc test mode. Based on the information provided, that the customer's default is cbc and it is inconclusive as to whether this run was running with a default test or matching a cbc test order from a downloaded order that had no demographics information. Nine minutes later, based on the data provided, the cell-dyn sapphire instrument would have to have received a downloaded order for sid (B)(6) (sequence# (B)(6)), in order to run a cbc+retc, r (+l) for the tube, since the default test selection was cbc only. Information received through the customer technical advocate (cta) stated that the customer had manually edited the worklist item, sequence # (B)(6) and specimen identification number without changing the name and birthday from patient a. The new information provided confirms the analysis of the electronic files submitted for investigation as stated above. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire system operator's manual (list 08h10-01, rev. A) contains information to address the customer's current issue. Based on the current investigation, a product malfunction was not identified for the cell-dyn sapphire analyzer (list number 08h00-01) because this is an operator error issue. Review of complaint tracking and trending.

Event description:
The customer states that the cell-dyn sapphire analyzer generated a sample identification (sid) mismatch. (B)(6) were both initially tested on cell-dyn sapphire analyzer serial number (sn) (B)(4). Sid (B)(6) was then tested in duplicate on cell-dyn sapphire analyzer sn (B)(4). On the printout for this patient sid the sid and results matched the data from the initial run; however, the patient name and date of birth did not match from the initial run but matched the name and date of birth of sid (B)(6). The customer claims that sid (B)(6) has never been tested on cell-dyn sapphire analyzer sd (B)(4). No suspect results have been reported from the lab. There is no impact to patient management reported.